Event description:
It was reported the patient died from cardiac arrest caused by cardiac tamponade during a redo ablation procedure for right ventricular overflow tract ventricular tachycardia (rvot vt) with a therapy coolflex ablation catheter. The patient was prepped and the ensite array catheter was introduced into the rvot over a 0.035 guidewire with no issues. After placing the ensite array catheter the patient began complaining of chest discomfort. A transthoracic echocardiogram was performed which did not reveal any abnormalities; at which time it was determined to continue the procedure. The ensite array catheter was used to identify the ectopy in the rvot. The patient complained of further chest discomfort during the ablation of the rvot potentials. The t15 rf generator settings were initially 30 watts of power with the temperature maximum of 43 c. The coolpoint pump was irrigating at 15ml per minute. During the procedure the power was increased to a 35 watt maximum and the irrigation rate was increase to 17 ml per minute while the temperature maximum was unchanged. Due to the patient discomfort, sedation was given frequently throughout the procedure. Continued patient discomfort resulted in the physician calling an anesthesiologist to prescribe IV propofol to sedate the patient for the remainder of the procedure. Following sedation and completion of the final ablation, it was noted the automated blood pressure reading, shortly followed by the o2 saturation reading, was no longer recordable. The physician ordered the blood pressure be taken manually and the ensite array and therapy coolflex catheters were removed from the patient. The patient's heart rate had decreased from 90 bpm to 60 bpm when the cardiac arrest call was placed and a second echocardiogram was ordered. The echocardiogram did not reveal any evidence of a pericardial effusion. Cardiopulmonary resuscitation (CPR) was then performed on the patient for approximately 45 minutes prior to the patient expiring. The catheters were disposed of while CPR was being performed. The autopsy revealed the cause of death was cardiac tamponade.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification for the reported tamponade and subsequent death is consistent with anticipated procedural complications as vascular perforation is a known physiological effect of the procedure and is noted within the IFU.